Manufacturer narrative:
Combination product: yes.

Event description:
Out of range lv pacing impedance (greater than 3000 ohms) seen on home monitoring. Sensing was programmed off previously due to noise on the lv channel. Lead to be evaluated further and remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.